Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's recharger antenna belt was broken and the patient was experiencing poor coupling while recharging. The patient stated he would only get two coupling bars because the ins was placed in an inconvenient spot, so the battery died and the ins stopped working. The patient stated the ins was in his hip and uncomfortable to sit on. The patient reported poor coupling might have been from scarring or scar tissue around the implant that prevented good coupling and made it take additional time to charge, so the patient gave up and stopped using the device. The patient stated they were planning to remove the ins. The patient spoke to a manufacturer's representative (rep) who was helping to get the ins going again, but the recharger antenna belt was broken. The rep suggested adhesive discs. The patient mentioned being in a car accident, and the hcp suggested changing the patient's ins to a device that allowed MRI. There were no reported complications and no further complications were expected. Patient was implanted for post lumbar laminectomy syndrome.

Manufacturer narrative:
The system and other applicable components are: product ID pnma01411a004 lot# serial# un known implanted: explanted: product type recharger product ID 3487a-45 lot# v241654 serial# implanted: (B)(6) 2011 explanted: product type lead product ID 3487a-45 lot# v188124 serial# implanted: (B)(6) 2011 explanted: product type lead product ID 3776-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type lead product ID 3708220 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type extension product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that it was functionally okay and had insignificant anomalies. Analysis of the lead (v188124) found the stim lead #0 conductor broken 1.6 cm from the proximal end at the #0 connector weld site. Section d references the main component of the system and other applicable components are: product ID: pnma01411a004, serial# unknown, product type: recharger. Product ID: 3487a-45, lot# v241654, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-45, lot# v188124, implanted: (B)(6) 2011, product type: lead. Product ID: 3776-60, serial (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID neu_siliconeanchor, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was going to have the ins explanted. The rep stated the device was being removed due to issues with recharging which were previously reported. The rep stated they think it may have been an issue with the implant being too deep but they were unsure. The explanted devices were returned for analysis. No further complications were reported/expected.

Manufacturer narrative:
Additional review indicated results code 1023 is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.